Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin leaked into the insulin pump. The customer was at work at the time of the call. Unable to troubleshoot. Nothing further was reported.